Manufacturer narrative:
Additional removed components: sliding core mobile bearing, model #: 400-143, lot#: 0912076, expiration date: 12/01/2014, device manufacture date: 12/2009. Additional removed components: tibial component, model#: 400-263, lot#: 091015/0112, expiration date: 12/01/2014, device manufacture date: 12/2009. There were no deviations reported in the DHR for part no. 400-143, lot no. 0912076. There were no deviations reported in the DHR for part 400-256, lot no. 091002/1906 .., and the DHR for part no. 400-263, lot 091015/0112 notes that (B)(4) were scrapped during the manufacturing process. All released parts were within specification. Visual examination notes that metal components were well fixed with normal bearing surfaces. Sliding core shows no significant wear.

Event description:
Star total ankle replacement system was removed and patient's ankle was revised with another product due to osteolysis and ankle going back to (B)(4).